Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010, inratio: 4.5, lab: 3.46. Lab draw done within 4 hours after meter result. Patient's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.